Event description:
A surgical technician reported that while preparing the equipment for vitrectomy surgery, the staff had difficulty connecting the vit probes, scissors and handpieces. When the problem could not be resolved, the procedure was aborted and completed 13 days later. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. Preventive maintenance was performed. The system was then tested and met product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown at this time. (B)(4).